Event description:
The pt received an scs system consisting of an ipg and 2 percutaneous leads on (B)(6) 2008. It was reported that the physician relocated the ipg implant site from the pt's back to her front and kept the existing leads. Following the procedure, it was reported the pt had lost stimulation. Impedance readings revealed loss of function of the one of the leads. The non-functioning lead was explanted and the other lead was moved to provide adequate coverage. The explanted lead was discarded and was not returned to ans for analysis. No additional information is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.